Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number (B)(4). The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particle. On an unspecified date, it was reported that particulate was noted at unspecified location in the soluset of the tubing set. The particulate was described as plastic foreign material. No specific details were provided. No info was provided if the particulate was noted during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of critical therapy. No medical interventions were required. Though requested, no add'l info was provided including if the tubing was replaced and the therapy was resumed.